Event description:
It was reported that the head broke during hammering. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The DHR was reviewed and no issues that would have resulted in this complaint were found. The investigation of the complained trocars has shown that all heads are broken as complained. At the time of manufacture the device met all specifications. This product was produced in 2009 and was according to the specifications. We had several similar feedbacks from the market and found that the heads can break by a mechanical overload if the hammer blows with a steel hammer are applied. Therefore the design of these devices was improved to withstand exceptional high forces during use. A CAPA determination request has been initiated.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This report is for 4 vertebroplasty needle of the same part and lot number.